Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The review of the manufacturing documents has shown that an incorrect label was used for the complete lot. A scan of the label was received for evaluation and the incorrect labeling was confirmed. The label was given from a us document at the time and was therefore used for this article. A nonconformance report was introduced in 2009 for this issue; the us document was adapted and is correct today.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and the labeling was incorrect as per the complaint description. A corrective and preventative action was initiated. This complaint is valid from a manufacturing standpoint.

Event description:
It was reported that the labeling is incorrect. The label should read 13.5,6.5 for large screws, but actually reads 13.5,5.5.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Clarification: the device was not returned; however, the packaging was returned and evaluated (results previously reported).